Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation due to firmware update related reason. The firmware was updated, and the ICD was restored. Patient condition was stable.